Event description:
Caller reported an error with the continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller successfully restarted their sensor session, resolving the issue without further errors.